Manufacturer narrative:
A ge service rep performed an onsite investigation. The primary side of transformer was evaluated and restrapped. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.